Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report (B)(6) 2016. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma and was treated with antibiotics (type not reported). It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, october 26, 2015.